Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an open prostatectomy procedure, the clip was unformed and fell out even though the handle was grasped. Another device was used to complete the case. There were no adverse consequences for the patient.